Manufacturer narrative:
There were no (B)(4) devices of lot number cf708782 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. It is not possible to confirm this complaint or determine the root cause as the device was not returned for eval. The physician believes the formation of blood clot was caused not by stent placement, but by pt state, however, this could not be confirmed. According to the instructions for use (B)(4) "post implant - appropriate anti platelet/anticoagulant therapy should be administered post procedure." Prior to distribution, all (B)(4) device are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for (B)(4) of lot number cf708782 revealed no discrepancies related to this complaint issue. No corrective action is warranted at this time. The 2 year complaint history has been reviewed for this product family and the likelihood of this type of occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for lower extremity percutaneous transluminal angioplasty. The oversized device ((B)(4)) was placed in iliac artery. After that, confirmatory angiography confirmed formation of blood clot inside of the stent. Then, thrombus was aspirated from sheath and urokinase was applied from catheter. Since thrombus shrunk, the procedure was completed. There has been no adverse effects to the pt so far.